Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device in use with iphone xs with ios operating system version 2.13.1.19278 . The customer experienced a signal loss and was unable to receive glucose alarms. The customer reported no symptoms of glycemic instability with regard to the adc device issue and self-managed by administering insulin (dose/type unknown) for treatment. There was no report of death or permanent impairment associated with this event.